Event description:
Incident as reported: lap apply - "retriever wouldn't close."

Manufacturer narrative:
Investigation summary: only the tissue bag sub assembly of the event unit was returned. Upon inspection engineering found a small tear near the bottom of the bag and the bag showed signs of tension. In the absence of the entire subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Previous tests have shown identical stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use cause: if the bag and its contents are too large to be extracted, carefully enlarge the port site for case of bag removal." When the incision is enlarged, the specimen can be removed without incident. Incident was reported to FDA until completion of engineering investigation because the incident description did not indicate bag breakage. To ensure consistency we are now reporting incident. This document represents our initial and final report.